Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, adjust belt/check belt messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure was isolated to opens along the white (drvn gnd) and black (main batt) wires in the trunk cable. The cause for the test failure and the reported alarms is the open wires. The root cause for the open wires was excessive force on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving check therapy pad messages and adjust belt/check belt messages.